Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 jul. 2024, a 10mm amplatzer septal occluder was selected for implant using a 6f delivery system (ds). During the procedure, while the device was being deployed, it presented in a cobra deformation. The device was rechecked in the upper pulmonary vein and again experienced a cobra deformation. The device was recaptured and removed from the patient without being released. The device was manipulated outside of the patient and again retried, but the cobra deformation remained. A 11mm amplatzer septal occluder and 7f ds were then used to complete the procedure. There was no interaction with cardiac structures or angulation/kink in the ds. There was no delay and the patient remained hemodynamically stable. There were no adverse health consequences and the patient is stable.

Manufacturer narrative:
H6 - adverse event problem: type of investigation: removed code 4114 device not returned. H6 - adverse event problem: investigation findings: removed code 3221 no findings available. H6 - adverse event problem: investigation conclusions: removed code 4315 cause not established. An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant using a 6f delivery system (ds). During the procedure, while the device was being deployed, it presented in a cobra deformation. The device was rechecked in the upper pulmonary vein and again experienced a cobra deformation. The device was recaptured and removed from the patient without being released. The device was manipulated outside of the patient and again retried, but the cobra deformation remained. A 11mm amplatzer septal occluder and 7f ds were then used to complete the procedure. There was no interaction with cardiac structures or angulation/kink in the ds. There was no delay and the patient remained hemodynamically stable. There were no adverse health consequences and the patient is stable.